Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading at the time of incident was 48 mg/dl. The customer was treated with food for low blood glucose reading. The customer's current blood glucose value was unknown mg/dl. It was unknown if the customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown if the customer was using the auto mode feature at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.